Manufacturer narrative:
A visual examination of the returned device noted that the snare cannula was detached from the handle and there was no evidence that the device had been used. The cannula at the proximal end of the cable had detached from the finger ring. The device was disassembled to access the finger ring assembly. The proximal end of the cannula was observed to be scratched and marked indicating it had been pinched into the active cord insert with the set screw. The outer diameter of the cannula and length of the set screw were measured and both found to be within manufacturing specifications. The most probable cause for the device separation is manufacturing; the set screw was not adequately tightened during assembly to hold the cannula securely inside the finger ring assembly. A review of the device history record for the pertinent lot was performed; no anomalies related to this complaint were noted. A search of the complaint database revealed no additional complaints have been reported for this device lot. (B)(4).

Event description:
Note: date of event is unknown. It was reported to boston scientific corporation on february 10, 2009, that a 20 fr safety peg kit was used during a peg placement procedure. According to the complaint, during the procedure, the snare loop's wire was found to be detached from the handle. Another device was used to complete the procedure. (Unknown device). There were no patient complications reported as a result of this event. The patient's condition was reported to be good. Upon completion of the device evaluation, it was found that the failure mode of this device was the same as a previously reported event.